Event description:
Customer reported issues with a pump necessitating replacement. There was no adverse impact to the customer's blood glucose level. Customer opted for multiple daily injection (mdi) as a backup therapy. A replacement pump with updated software was sent to the customer.